Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The investigation ha not been completed at this time. A supplemental report will be provided when the investigation is completed.